Event description:
Meter name: ot profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy and sickness. A patient reported they were obtaining inaccurately high reading and went to doctor. Their meter allegedly was inaccurrately high. The result on their meter was 224 mg/dl. The result on the doctor's meter was unknown. The time difference between patient's meter and the doctor's was unknown. No treatment. Doctor change patient's medication. No further information has been reported.